Event description:
A medtronic representative reported that the spine clamp tightening screw is stripped. No further details were provided by the site. No patient was reported to be present during this event.

Manufacturer narrative:
No patient was reported to be present during this issue. The clamp face is severely bent to one side. The attachment screw is bent along with debris in the threads resulting in difficulty turning the screw. The head of the screw is in good condition.